Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was at "55bpm" and the leadless implantable pulse generator (ipg) was pacing below the programmed rate. The ipg remains in use. No patient complications have been reported as a result of this event.